Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, product type: catheter. (B)(4).

Event description:
The consumer of an implantable drug infusion pump reported that she experienced a botched pain procedure. Prior to the pump implant procedure, it was noted that the patient was not a candidate for a pain pump, and the patient's spine did not need an invasive procedure. The pump, however, was implanted. It was unknown what the pump had been implanted to treat. During the implant procedure, the patient's buttock muscle was cut through, including the nerves, in order to place the pump. It was noted that this was what caused the patient's reflex sympathetic dystrophy syndrome to go full body. The pump had to be removed. Days prior to having the pump removed, the patient met with the same doctor for her last refill. The patient was terrified to see the doctor again. When the doctor filled the pump, he did not allow a witness in the room. It was noted the doctor "cut the pump off," which threw the patient into withdrawals prior to surgery. The drug being delivered by the pump was unknown. It was after the removal of the pump that the patient almost died. It was noted that the catheter could never be removed from the patient's spine and had progressed the patient's arachnoiditis. Other patient and device related information were not reported. Follow up was performed, but additional information was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
[The following information was previously reported under manufacturer's report #3004209178-2015-04230, but going forward will be included in this manufacturer's report #3007566237-2015-02744: it was reported that the pain pump was an epic fail. It was a botched procedure. The pump was placed in the patient's butt check and they cut through all of the muscle and nerves. The patient suffered major complications. It was noted that the patient also had adhesive arachnoiditis, spinal cord nerve clumping. The patient's dura sac was not attached to the bone wall vertebra l5-t11. The pump was pressing on the patient's hip bone and the swelling and pain was insane. The pump had to be removed. It was reported that the catheter however, could never be removed because of the hole it would leave in the patient's dura sac which would allow spinal fluid to rapidly drain. The patient would not survive. During the patient's last refill (5 days before removal surgery with the neurosurgeon), the health care provider (hcp) refilled it and cut it off; throwing the patient into immediate withdrawals. It was reported that the patient almost died and that it was tragic. The procedure caused the patient's reflex sympathetic dystrophy (rsd) to go full body and the patient will never be the same. It was also noted that the pump was a recalled pump. Additional information received from a consumer reported that 2 years ago (as of 2015-09-16), the plans were put into motion to remove the pain pump that was a botched procedure (previously reported). The patient reported that a pain physician stated that they were not a candidate for the pain pump, as it would progress their arachnoiditis and rsd. It was further reported by the patient that the implanting hcp had cut through the hip muscle, through the nerves, and placed the pump there; the pump should have never been placed where it was. It was stated that the patient's stomach was "messed up," they could not sit or lay on their left side at all, and could not endure a 40 minute road trip without swelling to the degree that "the pump ends up riding above the bone (where the dimples on their lower back are) and their left buttock swelling to the degree that they could not tell where it ended and their leg began. The patient, every morning, also had swollen ankles, feet, and hands; all while still in pain from the arachnoiditis, rsd, and complex regional pain syndrome (crps). The patient stated that their condition had progressed; no doubt. The patient was "feeling terrified, disappointed, confused, and "beyond the point of exhaustion.] Additional information was received from a consumer. It was reported that instead of placing the pump in the patient's abdominal wall, the physician chose to cut through her hip muscle through the nerves and place it there. The patient was unable to sit or lay on her left side and was not able to endure a 40 minute road trip without swelling to the degree that her pump ended up riding above the bone where the dimples on my lower back are. Her left buttock would swell to the point where she could not tell where it ended and her leg began. She woke up every morning with swollen ankles, feet and hands; all the while still in pain. She had spent several months laid up on the couch not doing anything but going to doctor's appointments. The patient was "feeling terrified, disappointed, confused, and "beyond the point of exhaustion." Days prior to having the pump removed, the pump was shut off throwing the patient into immediate withdrawal. The patient was "fighting for her life and almost lost that battle."